Manufacturer narrative:
(B)(4): catalog #42540000032, persona all poly patella, lot #62833523. Catalog #42500606402, persona ps cemented femoral component, lot #62886360; manufactured at zimmer (B)(4). No devices or photos were received; therefore the condition of the components is unknown. The device history records were reviewed and no deviations or anomalies were identified. These devices were used for treatment. Primary surgical notes were reviewed with no issues noted. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing loosening, swelling, fluid collection and a pop/clicking noise.